Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on (B)(6) 2024. The infusion set was used for 2 days. The blood glucose level was 130-140mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.